Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermitted occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer declined to provide additional information regarding the issue. It was also reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer adjusted the cartridge t:lock connection and resumed insulin deliveries.